Manufacturer narrative:
The police and fire investigation is pending and no conclusion have been determined. Permobil has attempted to reach out to the investigator and nothing is known whether the wheelchair contributed to this incident. Police investigation on-going.

Event description:
News report described a woman in their (B)(6) that has died in a fire while occupying her wheelchair. The investigation is still on-going and we are unsure if the wheelchair contributed to this event. Permobil anticipates notification of this incident from the (B)(6) authority and we have reached out to the investigator and have attempted to understand the conclusion and nothing has been determined. If additional information is discovered about this event, a follow up report will be submitted.